Manufacturer narrative:
This reported event and subsequent repairs were investigated through the service repair process. Failure data and parts-used information were reviewed for the sap and track wise files and found relevant to the service repair. A review of the source device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Observed 354.6770 error at power on. Removed the case and connected an oscilloscope to pin 7 of j14 (pressure_disc_sensor) on the logic board. The oscilloscope trace indicated 0 v instead of the expected 500 mv level with a pressure disk installed during power on. Mechanically contacted the wire at the pressure board j1-8 and observed the signal at j14-7 to increase to the expected level. Further attempts to replicate the error were unsuccessful. The harness was removed and retained by the ops lab. Service to replace the harness and complete the unit via the normal service process. (B)(4).